Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('device breakage') in a (B)(6) female patient who had essure (batch no. 872991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation. Concurrent conditions included stomach pain, vomiting, diarrhea, colitis, rash and vitamin d deficiency. Concomitant products included diphenhydramine hydrochloride. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type : ibs"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced ovarian cyst ("reproductive system disorder condition type of disorder or condition : gastrointestinal or digestive system condition type: ovarian cyst"), 2 years after insertion of essure. On (B)(6) 2014, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient was found to have white blood cell count decreased ("allergic or hypersensitivity reaction type: elevated white blood cell") and experienced urticaria ("rashes or skin conditions type: hives and welts"), pruritus ("itching") and swelling ("swelling"). In (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergic reaction"). The patient was treated with fluconazole (diflucan), linaclotide (linzess), montelukast sodium (singulair), sertraline hydrochloride (zoloft) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the device breakage, mood swings, feeling abnormal, white blood cell count decreased, bacterial vaginosis, urticaria, dysmenorrhoea, pruritus, anxiety, swelling, irritable bowel syndrome, ovarian cyst, abdominal pain, back pain and hypersensitivity outcome was unknown and the depression, nausea, gastrooesophageal reflux disease and alopecia had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, depression, device breakage, dysmenorrhoea, feeling abnormal, gastrooesophageal reflux disease, hypersensitivity, irritable bowel syndrome, mood swings, nausea, ovarian cyst, pelvic pain, pruritus, swelling, urticaria and white blood cell count decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, ovarian cyst, irritable bowel syndrome, dysmenorrhea, bacterial vaginosis, depression, urticaria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events : pelvic pain, hormonal changes describe: mood swings, brain fog, allergic or hypersensitivity reaction type: elevated white blood cell, infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, psychological or psychiatric problems condition: depression, rashes or skin conditions type: hives and welts, nausea, device breakage, dysmenorrhea (cramping), gastrointestinal or digestive system condition type: acid reflux, hair loss, itching, swelling, gastrointestinal or digestive system condition type : ibs, reproductive system, disorder condition type of disorder or condition : gastrointestinal or digestive system condition type: ovarian cyst, abdominal pain, back pain, allergic reaction, anxiety were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('device breakage') in a 30-year-old female patient who had essure (batch no. 872991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation. Concurrent conditions included stomach pain, vomiting, diarrhea, colitis, rash and vitamin d deficiency. Concomitant products included diphenhydramine hydrochloride. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type : ibs"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced ovarian cyst ("reproductive system disorder condition type of disorder or condition : gastrointestinal or digestive system condition type: ovarian cyst"), 2 years after insertion of essure. On (B)(6) 2014, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient was found to have white blood cell count decreased ("allergic or hypersensitivity reaction type: elevated white blood cell") and experienced urticaria ("rashes or skin conditions type: hives and welts"), pruritus ("itching") and swelling ("swelling"). In (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergic reaction"). The patient was treated with fluconazole (diflucan), linaclotide (linzess), montelukast sodium (singulair), sertraline hydrochloride (zoloft) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the device breakage, mood swings, feeling abnormal, white blood cell count decreased, bacterial vaginosis, urticaria, dysmenorrhoea, pruritus, anxiety, swelling, irritable bowel syndrome, ovarian cyst, abdominal pain, back pain and hypersensitivity outcome was unknown and the depression, nausea, gastrooesophageal reflux disease and alopecia had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, depression, device breakage, dysmenorrhoea, feeling abnormal, gastrooesophageal reflux disease, hypersensitivity, irritable bowel syndrome, mood swings, nausea, ovarian cyst, pelvic pain, pruritus, swelling, urticaria and white blood cell count decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, ovarian cyst, irritable bowel syndrome, dysmenorrhea, bacterial vaginosis, depression, urticaria. Batch number: 872991 manufacture date: 2011-06 expiration date:2014-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.